Event description:
Caller reported that their pump screen was dark and would not turn on. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.